Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the hcp stated that the patient is needing MRI. The hcp reports the patient said the interstim ins is "out of battery/not working". Caller was not with pt at time of call and did not confirm normal, expected battery depletion. No patient symptoms reported. No further complications were reported at this time.